Manufacturer narrative:
As reported, the patient developed a surgical-site infection more than 4 years post-implant and underwent medical and surgical intervention with mesh explant. The infection has been assessed per the clinician as being definitely related to the study device and not related to the index procedure; however, based on the information provided, we are unable to determine to what extent, if any, the ventralex mesh may have caused or contributed to the patients postoperative course. Infection is a known inherent risk of surgery. To date, this is the only reported complaint for this manufacturing lot. The instructions-for-use (IFU) supplied with the device lists infection as a possible complication. In regards to infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the device." Should additional information be provided a supplemental emdr will be submitted. Not returned - mesh explanted.

Event description:
It was reported to davol that a patient who is part of a clinical study presented with an infection: on (B)(6) 2015: the subject patient underwent an open surgery for the repair of a midline umbilical hernia and was implanted with a bard/davol ventralex mesh. The mesh was placed pre-peritoneally. The skin was completely closed and the surgical site closure was performed using non-bard/davol sutures. The subject patient was administered prophylactic antibiotics. Subject patient was discharged from hospital. On (B)(6) 2019: subject patient was diagnosed with a mesh infection. The wound was cultured and confirmed to be cellulitis (genus type unknown). On (B)(6) 2019: subject patient was diagnosed with worsening surgical site infection. Oral antibiotics administered and the mesh was completely removed on an unspecified date. Adverse event was assessed by the clinician as moderate in severity, not a serious ae, definitely related to the study device and not related to the index procedure.